Event description:
The patient ((B)(6)) is a participant in a clinical study. It was reported a low battery warning was observed for the patient's dbs ipg. Although this issue did not result in a loss of therapy for the patient, surgical intervention was undertaken to explant and replace the ipg. Effective therapy was obtained following the procedure.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Upon device evaluation, the issue should not have been submitted as a medical device report (MDR) as the evaluation results confirm normal device longevity. Correction section: date of implant should have been "(B)(6) 2014" instead of "(B)(6) 2015" in the initial report. This change is reflected in this additional report 1.

Event description:
The results of the investigation show that an estimate of longevity determined the ipg had normal battery depletion.